Manufacturer narrative:
Product complaint (B)(4). Investigation summary no information received with this individual complaint indicated that a broader investigation or corrective action was necessary. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot - device history reviewed: 2 unrelated non-conformances on this batch. Final micro and sterility tests passed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Der states that the cement vial broke when opening it. It was not used and a new batch was opened. No surgical delay. All pieces were retrieved.